Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads kept falling out of the connectors on the external pulse generator (epg). The epg was returned for service.

Manufacturer narrative:
Product analysis analysis was able to confirm the customer comment. The output connector assembly was broken. Hanger assembly was broken. Lower case was broken. Display wire insulation was pinched, wire insulation was not compromised. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.